Manufacturer narrative:
THE DEVICE HAS NOT BEEN RETURNED/RECEIVED TO DATE. IF THE DEVICE IS RECEIVED, A SUPPLEMENTAL REPORT WILL BE SUBMITTED WITH THE INVESTIGATION RESULTS. WE ARE UNABLE TO DETERMINE IF ANY PRODUCT CONDITION COULD HAVE CONTRIBUTED TO THE REPORTED EVENT. NO LOT RELEASE RECORDS WERE REVIEWED, AS THE PRODUCT LOT NUMBER WAS NOT PROVIDED. LOCKED DOWN SMARTPHONE: DATA NOT AVAILABLE. OMNIPOD SOFTWARE APP VERSION: 3.1.6. OPERATING SYSTEM: N5004L-AM-Q-MV01602-06-01.06. HARDWARE: N5004L. CGM SENSOR TYPE: DATA NOT AVAILABLE. PLEASE NOTE, THE DEVICE IDENTIFIERS ARE CAPTURED AS REPORTED BY THE COMPLAINANT AND MAY NOT ALIGN WITH THE DEVICE CONFIGURATION REPORTED IN THIS SECTION AS THIS DATA IS PULLED FROM OUR CLOUD BASED ON THE REPORTED DATE OF EVENT.

Event description:
IT WAS REPORTED BY THE PATIENT¿S DAUGHTER THAT HER FATHER HAD PASSED AWAY AND WAS WEARING OMNIPOD AT THE TIME OF PASSING. IT WAS REPORTED THAT THE PATIENT WAS RECOVERING FROM PROSTATE CANCER AND THE PATIENT¿S DAUGHTER STATED THAT SHE BELIEVED THE CAUSE OF DEATH WAS CARDIAC ARREST. THE PATIENT WAS FOUND DEAD, ON THE FLOOR OF HIS APARTMENT, ON (B)(6) 2026. THE EXACT DATE OF DEATH IS UNKNOWN, BUT (B)(6) 2026 IS THE DATE PATIENT WAS DISCOVERED DECEASED. PATIENT¿S DAUGHTER REPORTED THAT SHE DID NOT THINK THE CAUSE OF DEATH WAS RELATED TO THE OMNIPOD SYSTEM.

Manufacturer narrative:
The Insulet cloud system was reviewed for data from the user and data was found to be available up to (b)(6) 2026. Cloud data from the user for the period of (b)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (PHB) data found that, while in Automated Mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The highest estimated glucose value received by the pod from the sensor during this period was a value of 377 mg/dL received at 15:18 on (b)(6) 2026. The automated algorithm responded appropriately to the increasing estimated glucose values, increasing the microbolus amount until a maximum amount based on the user's adaptive basal rate was reached. Automated Delivery Restriction alerts were generated at 21:31 on (b)(6) 2026, 19:41 and 20:26 on (b)(6)2026, 09:53 on (b)(6) 2026, 11:38 on (b)(6) 2026, 18:48 on (b)(6) 2026, and 12:43 on (b)(6) 2026 due to the automated algorithm delivering the max microbolus amount for extended periods in response to increasing and high estimated glucose values. The system immediately transitioned to Automated Mode: Limited and began delivery of Safe Basal, which is the lower of the user's adaptive basal rate and manual basal program, while the Automated Delivery Restriction alerts were generating. Once the alerts were acknowledged, the system was transitioned to Manual Mode. While in Manual Mode, the system correctly delivered the user's manual basal program regardless of the estimated glucose values received. The last pod used was activated at 08:53 on (b)(6) 2026 and deactivated at 07:53 on (b)(6) 2026. The system was being used in Automated Mode prior to pod deactivation and the last estimated glucose value received was 137 mg/dL received at 07:48 on (b)(6) 2026. After deactivation of the last pod, the cloud data shows a No Active Pod reminder generating after 15 minutes without a pod and prompts for the user to change the time due to Daylight Savings Time appearing every 24 hours between (b)(6) 2026, indicating that the controller was still on and connected to the cloud system after deactivation of the last pod. The cloud data indicates that the user was not wearing a pod and actively using the system at the time of passing. No evidence of issues with the system that would contribute to the reported event was observed in the available cloud data.No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: Data not available.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.